Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). Investigation ¿ evaluation: a review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the suture at the distal tip was noted as separated, with one end coming out of one suture hole and the other end coming out of another suture hole. It is possible that the suture string was cut during use or removal. Device attributes were measured and found to be within manufacturing specifications. A leak test was conducted, confirming the presence of a leak between the catheter tubing and connector cap. Tug and twist tests were conducted, confirming the proximal assembly was secure. The device did leak, but it was not out of specification. Based on the customer's testimony and the returned device investigation, it is possible that the suture string was not cut by the customer intentionally during use. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
It was reported that during the process of a liver abscess drainage, the operator placed a ultrathane mac-loc locking loop multipurpose drainage catheter to negative pressure drainage, but the catheter would not work. Air leakage was found at the thread of the drainage catheter. The operator then replaced the catheter with another one to finish the procedure. There was no damage t o the suture noted. And the suture was not cut during or after the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.